Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-02535/02536 & 02750).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone and tissue, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed both surgery dates and suggests that the acetabular cup, modular head and taper insert were removed and replaced with a biomet head and taper. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2013 right hip revision operative report noted the revision was due to pain. The acetabular cup, taper adapter and modular head were removed and replaced with a competitor's cup and a biomet head. Additional information received noted that on (B)(6) 2013 patient's blood was tested.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone and tissue, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed both surgery dates and suggests that the acetabular cup, modular head and taper insert were removed and replaced with a biomet head and taper. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone and tissue, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed both surgery dates and suggests that the acetabular cup, modular head and taper insert were removed and replaced with a biomet head and taper. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2013 right hip revision operative report noted the revision was due to pain. The acetabular cup, taper adapter and modular head were removed and replaced with a competitor's cup and a biomet head.